Manufacturer narrative:
An event regarding disassociation and wear involving a metal head was reported. The event was confirmed for disassociation based on medical records method & results: -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows nothing noteworthy was observed on the metal head. Dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event, a dissociation of the head from the stem, was confirmed. A revision may be confirmed based on the photo of the explants. Severe trunnion wear was noted. Metallosis cannot be confirmed without additional medical records. The revision implants cannot be confirmed without additional medical records. Root cause: the root cause of the revision was trunnion wear and head dissociation. The root cause of the trunnion wear and head dissociation cannot ascertained without additional medical records and confirmation of the lot numbers of the implants. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, excessive trunnion wear a nd metallosis were noted. The stem, head, and competitor liner were revised to a restoration modular stem construct, a new femoral head, and another competitor liner. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, excessive trunnion wear a nd metallosis were noted. The stem, head, and competitor liner were revised to a restoration modular stem construct, a new femoral head, and another competitor liner. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.